Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient programmer (pp) antenna cord was frayed. The patient reported that it "takes about 4 hours to charge the implant", and this started happening "about 3 months ago". The reported that they usually gets all 8 boxes filled in, yet it still takes this long. No patient complications have been reported because of this event.